Event description:
It was reported that the li-ion battery supplied with the delta xl monitor reportedly has less than a 10-20 min battery capacity from a full charge. The unit is a little over 2 years old. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.